Manufacturer narrative:
There was not enough information available to provide an accurate account on what movements were possible throughout the surgery. From what information was given, it can be confirmed that the guidewire was not defective and was not the cause of the surgery's outcome. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Related product family: standard teflon. Material number: m0066201110. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Device/procedure outcome: device - no information available, procedure - no information available. Patient outcome: f02: death. Event description: ecn event description: physician called me. Said he is involved in a malpractice suit. Said he used a 'starter' wire during a heart cath. Said he was looking for product information and to see if the wire could make a particular turn. I asked if he could provide more detail on the wire. He said the tip was a 3mm semi-circle wire. I advised him on the tip shapes that we sell for our peripheral starter family of wires: straight tip, j tip, rosen, bentson and newton. I also said the closest wire we have to what he is describing is a j wire. He claims that is not the wire he used. I listed the fixed core j wire on this report, as its the wire that is ordered most frequently at the account. He is interested in the device specifications of the starter wire, and torque responsiveness and general wire capabilities, as he believes that the wire he used could not have made the turn that would have caused the death. Patient present at time of event? Yes, patient complications: death in the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: na patient admitted to hospital beyond the standard of care: unknown patient outcome: unknown procedure date-unknown time of event - other: not known time of the event: other event date: no value found. As reported device codes: 2456: use of device issue - misuse. As reported patient codes: no value found.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Related product family: standard teflon material number: m0066201110 sterile lot number: no value found sold to account number: no value found returned product expected: no device/procedure outcome: device - no information available, procedure - no information available patient outcome: f02: death. Event description: ecn event description: physician called me. Said he is involved in a malpractice suit. Said he used a 'starter' wire during a heart cath. Said he was looking for product information and to see if the wire could make a particular turn. I asked if he could provide more detail on the wire. He said the tip was a 3mm semi-circle wire. I advised him on the tip shapes that we sell for our peripheral starter family of wires: straight tip, j tip, rosen, bentson and newton. I also said the closest wire we have to what he is describing is a j wire. He claims that is not the wire he used. I listed the fixed core j wire on this report, as its the wire that is ordered most frequently at the account. He is interested in the device specifications of the starter wire, and torque responsiveness and general wire capabilities, as he believes that the wire he used could not have made the turn that would have caused the death. Patient present at time of event? Yes, patient complications: death in the physician's opinion, did the device or procedure cause or contribute to the patient complication: no medical or surgical interventions: na patient admitted to hospital beyond the standard of care: unknown patient outcome: unknown procedure date-unknown time of event - other: not known time of the event: other event date: no value found as reported device codes: 2456: use of device issue - misuse as reported patient codes: no value found.